Event description:
During a colonoscopy procedure the physician selected a cook endoscopy needle. The needle was advanced through the endoscope and into position. The needle would not exit the distal end of the outer catheter. The needle was removed from the endoscope. Another needle was used to complete the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report of needle extension difficulty. The needle remains inside the distal end of the sheath and will not extend the handle manipulation. The outer sheath is severely kinked in several areas through out the entire length of the outer catheter. The kinks in the outer catheter are preventing movement of the inner catheter, resulting in needle extension difficulty. It is likely the kinks in the catheter are due to excessive pressure during use or general handling of the device. The outer sheath measures within our manufacturing specifications. Based on a review, the likelihood of this type or report is rare. Conclusions: a definitive cause for this observation could not be determined. The instructions for use advise the user to advance the product through the accessory channel of the endoscope in short increments. This activity will aid in preservation of the product. Prior to distribution, all acuject variable injection needles are subjected to a functional test to ensure appropriate needle extension. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this occurrence may be product handling related. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.